Manufacturer narrative:
Device returned to manufacturer on 8-aug-2023. A used sample #ch3139 connected into a 0.9% sodium chloride 500ml bag and an unknown extension set w/ drip chamber was returned for evaluation. As received a small debris was found floating in the drip chamber. Inside the dry spike adaptor, the presence of plastic (flash) was observed. The sample was tested using a filtration system, and in the filter a small plastic debris were found belonging from the dry spike adaptor. Complaint of particulate matter can be confirmed based in the physical sample returned by customer. The probable cause of the excess of plastic inside the dry spike adaptor was due an error during molding process from ensenada's supplier. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Updated investigation received: complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause of the drip chamber tip got broken inside the dry spike adaptor was due to unintentional bending force applied during use. Corrective actions are in process.

Event description:
The incident involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter on an unknown date in (B)(6) 2023. The reporter stated that after the nurses prepare their lines by attaching the spike to saline, then attaching the IV line, plastic is noted in the IV line chamber when priming with saline. The sets were not reprocessed or re-sterilized prior to use. There was no patient involvement, no delay in therapy, and no one was harmed as a result of the reported event. This is the second of three reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.